Manufacturer narrative:
Additional information received confirms the impella pump placed for support was explanted. The patient was reported to have survived at the time of explant and was subsequently bridged to transplant. D6b explant date has been updated accordingly (with d6a implant date repopulated). Correction. D4 catalog number and d4 serial number were updated, corrected accordingly.

Manufacturer narrative:
Corrected information was provided in e1 (zip code extension). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e4 (reporter also sent report to FDA?). Upon review, it was identified that it was inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of product damage cannot be determined since no product was returned and insufficient clinical details were provided.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported a 51 year old male with an impella 5.5 due to cardiomyopathy. During support, the plastic sleeve on sterile sleeve was accidentally ripped and detached from the catheter during manipulation. The patient remains on support.